Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient on impella cp support had bradycardic episode appearing to be complete heart block. Amiodarone stopped and epinephrine was increased. The patient eventually converted back to sinus rhythm. An echocardiogram at bedside confirmed that the impella position was appropriate, and no adjustments were made. The patient was successfully explanted as planned and survived.

Manufacturer narrative:
The investigation was completed and no product was returned. Bradycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Heart block: the cause of the injury was not determined due to insufficient clinical details. Device history review was completed and passed all the post sterile inspection checks.